Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid 19 ag self test. Per consumer the first test was performed on (B)(6) 2022 and generated a positive result, however the second test was performed on (B)(6) 2022 which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 176360 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260/ lot 176360 and device part number 195-430h / lot 171679. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 176360 showed that the complaint rate is (B)(4).. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 176360 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.